Event description:
Reporter alleged obtaining the results of about 268 mg/dl and about 126 mg/dl on the advantage system compared back to back with a result of about 103 mg/dl on the professional system when testing was performed within 10 minutes. Reporter stated that she drank mango juice and was running prior to obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.